Manufacturer narrative:
(B)(4). Method: the complaint rt380 adult dual heated evaqua2 breathing circuits were returned to fisher & paykel healthcare (f&p) in new zealand for investigation, where they were visually inspected and analyzed. Results: visual inspection revealed a hole in the inspiratory limb of two of the returned rt380 adult dual heated evaqua2 breathing circuits. A cut was also noted in the expiratory limb of one of the returned rt380 adult dual heated evaqua2 breathing circuits. Leak testing found that the circuits were out of specification. Conclusion: we are unable to determine the cause of the reported event. All rt380 adult dual-heated evaqua2 breathing circuits are visually inspected, and pressure and flow tested during production, and those that fail are rejected. The subject breathing circuits would have met the required specifications at the time of production. Our user instructions that accompany the rt380 adult evaqua2 breathing circuit show in pictorial format the correct set-up of the circuit and also states the following: - "visually inspect breathing sets for damage (e.g. A crushed tube or cracked connector) before use, and replace if damaged.". - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient". .- "ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient.". - "do not soak, wash or sterilize this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers.".

Event description:
A distributor reported on behalf of a healthcare facility in south korea that three rt380 adult dual-heated evaqua2 breathing circuits failed the ventilator leak test before use. There was no patient involvement.

Manufacturer narrative:
(B)(4). The complaint rt380 adult dual-heated evaqua2 breathing circuits are currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow up report upon completion of investigation.

Event description:
A distributor reported on behalf of a healthcare facility in south korea that three rt380 adult dual-heated evaqua2 breathing circuits failed the ventilator leak test before use. There was no patient involvement.